Event description:
This device has an unknown implant and explant date. A call placed to technical services placed on 08/30/2016 stated that this device had an impedance issue of 420-430 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).